Event description:
Patient complained of pain from a screw implanted for a slipped subcapital femoral epiphysis (scfe). X-rays showed that the 7.3mm cannulated screw broke in the middle of the threads. Surgeon removed part of the screw, leaving the threaded portion in the patient. Surgeon was unable to retrieve the remaining portion of the screw.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.